Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that they developed a skin irritation while wearing the pod between 4 and 24 hours. The patient went to her doctors office. The skin irritation was treated with bacitracin zinc and pill form of benadryl.